Manufacturer narrative:
Continuation of d10: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2023, explanted: (B)(6)2023, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd:18-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative, regarding a patient. Receiving bupivacaine (unknown concentration at 2.8806mg/day) and fentanyl (unknown concentration and dose) viaan implantable pump. The indications for use were unknown. It was reported, that the patient was experiencing withdrawal like symptoms, including no longer getting relief, "jumping out of my skin, hard to think, head was pounding, nauseous, trouble talking, and not myself". The patient denied that the symptoms worsened with bolus use. The patient did not have any medication changes. A catheter dye study was scheduled for the patient on (B)(6) 2023. The catheter dye study failed, with the catheter tip originally implanted at c1 and was now at c2. The patient was prescribed medications to assist with the withdrawal symptoms. A catheter revision was performed on (B)(6) 2023. It was noted, that the catheter appeared occluded when the collett was disconnected and there was no csf flow coming from the intrathecal spinal portion. This catheter was removed. It was difficult to detect any abnormalities. And the catheter was returned for analysis. A new intrathecal catheter was placed with very brisk spontaneous csf flow coming from the spinal segment. This was connected up to the pump segment with a new collett. The issue was resolved at the time of the report. It was noted, that the hcp had no further information. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body. Analysis also identified a deformation in the shape of the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.